Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted malformed clips were received. The handle was received out of position, and the jaws of the instrument were received out of alignment. The condition was replicated by partial compression of the handle. It was reported that the clips legs were malformed, crossed like a scissor. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the jaws are twisted excessively or tissue is manipulated with the jaws when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not twist the jaws excessively or attempt to lift excessive tissue when firing the instrument. Additionally, once the clip has been loaded into the jaw, the clip must be formed with one continuous handle compression. If an attempt is made to form the clip with multiple partial compressions, the clip will partially form and may disengage from the clip track. Either situation may cause the clip to malform or scissor and may ultimately break. Additionally, during assembly, manufacturing fires one clip from each instrument on test media to ensure the media is not cut. A second clip is fired under a vision system to ensure proper clip formation and to check for binding handles. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic partial gastrectomy, the surgeon tried to clip but scissoring occurred on the clip and could not clip. The procedure was completed with another device. There was no patient injury.